Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that air bubbles were present in reservoir. Blood glucose was 350 mg/dl. Customer also reported that there was leak in reservoir also. Troubleshooting was performed. Customer stated the leak was found in 1st o ring. The insulin pump will not be returned for analysis and one reservoir was returned and another was not returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoirs test per (B)(4) using a new lab plungers and (B)(4). Found reservoirs no leakage and no air bubbles anomaly when removing the plungers. Cannot performed manual test per (B)(4) appendix g to reservoir due to the reservoir's plunger not returned.